Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator. There were no reports of patient harm or injury associated with this event. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. During the evaluation of the device, the device log files were successfully downloaded and reviewed in full. The manufacturer confirmed that a ¿vent service required¿ alarm was triggered due to failure of the internal battery system. Specifically, this condition may have resulted from the battery not being detected, failure of the system printed circuit assembly (pca) as indicated by terminal voltage, wake voltage, or smbus communication errors, or an internal battery failure. The internal battery pack was replaced to address the issue. Additionally, the in-line prox filter required replacement due to being clogged with dust. As part of 4-year preventive maintenance, the muffler assembly and air inlet foam filters were replaced. Following repair, the device passed all testing.

Manufacturer narrative:
The reported failure of vent service required alarm due to failure of the internal battery system is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.